Event description:
It was reported to philips that psa was offline due to a vpn configuration issue on an azurion 3 m15. The clinical use of the system was outside clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Vpn configuration corrected; system tests passed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).